Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a crack in the reservoir tube side, the battery case tube side, and the crack in the screen/display of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed, and the crack was impacted the pump's functionality. No harm requiring medical intervention was reported. Mmt-1884l was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
Pump received with flashing white display. Unable to perform the displacement test, sleep current test, active current test and self-test due to flashing white display. Pump was cut open to perform visual inspection and found moisture damage on battery tube, pcba 1, pcba 2, force sensor and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case-corner of belt clip rails, cracked keypad overlay, keypad overlay texture damage, scratched case, broken belt clip rails, label damage (stained) and battery tube threads - cracked. Flashing white display was confirmed during analysis and due to moisture damage. Exposed to moisture damage confirmed at battery tube, pcba 1, pcba 2, force sensor and motor. Unable to download history files and traces due to flashing white display. Cosmetic damage was not confirmed at the reservoir tube side or screen display, however, cosmetic damage was confirmed at the corner case of the belt clip rails. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.